Manufacturer narrative:
(B)(4). A visual inspection and functional leak testing identified that the bag had a leak at the port tube seal. The evaluation confirmed the reported condition. The cause was determined to be a manufacturing issue. The failure was corrected and quality evaluations were improved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3 liter eva three way empty bag leaked. This malfunction occurred before use; there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.